Event description:
It was reported that the ilet generated an alert 38 for a consecutive motor stall after priming and rewinding, and the user performed a dry run to (B)(4) units and a supply change with guidance; the user had used multiple daily injection insulin earlier for high blood glucose and was advised to disconnect from the pump for two hours when mdi is administered, which the user acknowledged and confirmed was not taken within the prior two hours. Symptoms included hyperglycemia treated by mdi. Outcomes included user monitoring at home without medical intervention or hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the pump motor experienced consecutive stalls and resumed function after supply change and successful dry run. It was concluded that the event was consistent with a motor stall that was addressed through troubleshooting, with no further adverse outcomes reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.